Manufacturer narrative:
H6: investigation findings and conclusions have been updated to c19, and d15 and d12, respectively. H6: code c19: a review of the manufacturing records indicated this lot met pre-release specifications. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image available for evaluation. ¿ no name, date, or demographics on the image. ¿ cannot manipulate the image in any way. (Window leveling, rotating, etc.) ¿ all annotations on the image were completed before submission to gore. ¿ cannot identify contrast outside the implanted devices with the available image. (Cannot see well with the drawings covering the anatomy.) H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During a follow-up examination, an endoleak was found and therefore, further examination and additional treatment were indicated. On (B)(6) 2025, an angiography was performed to determine the type of endoleak. It found a type ib endoleak and type ii endoleak around the right distal side. Ballooning was performed for the right distal side and the type ib endoleak disappeared. For the type ii endoleak, coil-embolization was planned for a later date. The patient tolerated the procedure.